Event description:
A customer reported experiencing repeated occlusion alarms, specifically alarm 2 and alarm 26, while using a mobi insulin pump. Despite these alarms, the customer's blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact. The customer initially cleared the alarms and continued using the pump, but eventually, it was recommended to replace the pump due to ongoing occlusion issues. Technical support arranged for a replacement pump while the customer continued using the current device.